Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).

Event description:
A customer reported that at the beginning of two separate procedures, the cassettes stopped working. The patients were not impacted, and no harm was reported. The cassettes were replaced and the surgeries were completed. Additional information has been requested. Samples are expected.